Event description:
Qv otc caller used test last night and concerned about blood interference in sample; reported susceptibility to nosebleeds -- tss logged feedback and advised that blood has not been shown to have interference or cross reactivity with test.

Manufacturer narrative:
Subject: qv otc caller used test last night and concerned about blood interference in sample; reported susceptibility to nosebleeds -- tss logged feedback and advised that blood has not been shown to have interference or cross reactivity with test. Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Investigation summary: in response to your complaint, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without product lot information, no further testing could be conducted. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: insufficient info.

Event description:
Qv otc caller used test last night and concerned about blood interference in sample; reported susceptibility to nosebleeds -- tss logged feedback and advised that blood has not been shown to have interference or cross reactivity with test.

Manufacturer narrative:
Subject: qv otc caller used test last night and concerned about blood interference in sample; reported susceptibility to nosebleeds -- tss logged feedback and advised that blood has not been shown to have interference or cross reactivity with test. Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Investigation summary: in response to your complaint, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without product lot information, no further testing could be conducted. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: insufficient info.